Manufacturer narrative:
The site reported event of stroke (intracerebral/subarachnoid hemorrhage) seventeen days after the index procedure. The patient developed grand mal seizure and was brought to the hospital. He was noted to be initially confused. The admission report noted that he was alert and oriented, had some right lower extremity weakness, and otherwise, appeared non-focal. His ECG showed sinus rhythm. A head CT scan revealed a 2 x 2 cm left frontal hemorrhage with associated edema, mild midline shift, and regional subarachnoid hemorrhage. The nih stroke scale score was 1 due to drowsiness. Later, the patient was alert and fully oriented and the nih stroke scale score was 0. Anti-seizure medication and vitamin k were administered. Transfusions of fresh frozen plasma (ffp) were performed. Asa, clopidogrel, and coumadin were put on hold. The eeg was abnormal, demonstrating slowing of the left frontoparietal area suggesting an underlying structural process on the left side. A cta showed left frontal intra-parenchymal hemorrhage and otherwise unremarkable examination. His hospital course was remarkable for an episode of atrial fibrillation with rapid ventricular response. Physical examination for admission to rehabilitation facility reported that the patient had no headache, but identified difficulty with his balance. He was alert, communicative, but was found to have mild receptive and perceptive language deficits. It was noted that the patient had a functional strength in the upper and lower extremities; motor power was 4-/5 at the right hip, 4/5 at the left hip and 4+/5 distally. Four days after admission, the patient was transferred to an acute rehabilitation facility for inpatient rehabilitation due to ambulatory and activities of daily living dysfunction with communication deficits secondary to a left frontoparietal intracranial hemorrhage. The patient was asymptomatic for the procedure. A 6 mm. Angioguard was used. The target lesion was reported to be: a 90% stenosis, 28 mm. In length, absent of thrombus, reference diameter 8 mm., mildly calcified, and severely tortuous. The lesion was pre-dilated. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 0%. The patient was discharged two days after the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15728669 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from (B)(6) indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the distal left common carotid artery during the study index procedure. Seventeen days after the procedure, the patient experienced a stroke/subarachnoid hemorrhage. The event was reported to be related to anticoagulation, and was unrelated to a cordis product or the index procedure. No intervention/emergency cea surgery was required. The patient recovered in full/no deficit. The event was captured previously as a non-complaint. Additional information was received/the adjudication minutes received indicated that the patient experienced a cerebrovascular accident (cva) ¿ minor ipsilateral hemorrhagic (left frontal) stroke seventeen days after the study index procedure and was procedure related-agreed.

Manufacturer narrative:
The report received from the sapphire study indicated that seventeen (17) days after the index procedure for implantation of a precise 8 x 30 stent, the patient experienced a stroke/subarachnoid hemorrhage. The event was reported to be related to anticoagulation, and was unrelated to a cordis product or the index procedure. No intervention/emergency cea surgery was required. The patient recovered in full/no deficit. The event was captured previously as a non-complaint. Additional information was received/the adjudication minutes received indicated that the patient experienced a cerebrovascular accident (cva) ¿ minor ipsilateral hemorrhagic (left frontal) stroke seventeen days after the study index procedure and was procedure related-agreed. The patient was reported to have developed a grand mal seizure and was brought to the hospital. He was noted to be initially confused. The admission report noted that he was alert and oriented, had some right lower extremity weakness, and otherwise, appeared non-focal. His ECG showed sinus rhythm. A head CT scan revealed a 2 x 2 cm left frontal hemorrhage with associated edema, mild midline shift, and regional subarachnoid hemorrhage. The nih stroke scale score was 1 due to drowsiness. Two hours later, the patient was alert and fully oriented and the nih stroke scale score was 0. Anti-seizure medication and vitamin k were administered. Transfusions of ffp were performed. Asa, clopidogrel, and coumadin were put on hold. The eeg was abnormal, demonstrating slowing of the left frontoparietal area suggesting an underlying structural process on the left side. A cta the next day showed left frontal intra-parenchymal hemorrhage and otherwise unremarkable examination. His hospital course was remarkable for an episode of atrial fibrillation with rapid ventricular response. Four days after admission, the patient transferred to an acute rehabilitation facility for inpatient rehabilitation due to ambulatory and activities of daily living dysfunction with communication deficits secondary to a left frontoparietal intracranial hemorrhage. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15728669 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The patient was a (B)(6) male at the time of the event. The patient's medical history includes: hyperlipidemia, cardiac arrhythmia, smoking (>5packs of cigarettes), and hypertension. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors-medical history of cardiac arrhythmia and the grand mal seizure may have contributed to the event. It was also noted that during the patient¿s hospital course, the patient experienced an episode of atrial fibrillation with rapid ventricular response. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.